Manufacturer narrative:
D10: concomitants: 2531749 pc-10 - stem centralizer 10mm, 2627329 142-40-07 - cocr femoral head 40mm, +7 offset 12/14, 4179141 160-71-13 - nv cemented plus ext size 13, 4511743 180-65-40 - alteon 6.5mm screw, 40mm, and 4555576 186-03-56 - integrip mh cup sz 56mm. Pending investigation.

Event description:
As reported via legal notification the patient had a right hip replacement on (B)(6) 2016. Approximately 3 years and 11 months after the initial procedure the patient had a right hip revision on (B)(6) 2020. The patient has suffered the following injuries and complications: significant pain and discomfort, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage, bone loss. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely underlying cause for the revision reported is prosthesis wear, acetabular loosening, and dislocation and a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.